Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-frequency treatment instrument was used without keeping sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the subject device exhibited a burn on the probe cover. There was no patient involvement.